Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise seen with the current sensing vector. Boston scientific technical services (ts) was consulted and discussed potential causes. Ts also suggested further troubleshooting steps including obtaining an x-ray and performing in office testing. Ts noted that further evaluation would be needed to ensure appropriate therapy availability to the patient. Additional information was received that an x-ray was taken which revealed the distal pin of the electrode was not fully inserted into the header of the device. The s-ICD was reprogrammed to a different sensing vector. The device and electrode remain in service and no adverse patient effects were reported.